Event description:
It was reported that the zimmer skin graft mesher device was not able to be used to mesh the tissue. Several attempts were tried using different carriers but the ratchet handle would not advance the carrier(s). An alternate non-zimmer device was used to complete the planned procedure. The customer reported the surgical time was increased by approximately one hour due to time spent making multiple attempts and obtaining an alternate device to complete the planned procedure. The customer stated there was no additional harvest, medical/surgical intervention, or documented complications of extended surgical time.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was mfg on 04/28/2012. Upon investigation of the device, the ratchet mechanism was found to have a stuck gear and would not operate. The customer's cutter was nicked and did not produce an acceptable test mesh. A ratchet that would not operate could have caused the customer's event. Per the instructions for use, the ratchet is a user serviceable device that can be disassembled to facilitate easy cleaning and maintenance. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.